Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an endoscopic esophageal stenosis dilation procedure performed on (B)(6) 2022. During the procedure, the balloon was insufficiently inflated and a hole was detected. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: device code a041001 captures the reportable event of balloon pinhole in the esophagus. Block h10: investigation result: a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole. Functional evaluation was performed by attaching the device into an alliance inflation system, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole in the proximal section of the balloon. The pinhole problem is likely due to factors encountered during the procedure, such as excess pressure, the interaction with other devices or anatomical affairs. However, it is possible that interaction with any surface during the procedure could have create friction, resulting in the found failure of balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an endoscopic esophageal stenosis dilation procedure performed on (B)(6) 2022. During the procedure, the balloon was insufficiently inflated and a hole was detected. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.